Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 26 to 36 mg/dl at the time of the incident. The customer was given food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated that the bolus wizard was not working correctly. Troubleshooting was not completed, but it was found that the bolus wizard was turned on but the carb ratio had been adjusted. The customer had been running high since the change. The customer reported a high of over 500 mg/dl on (B)(6), 2019 and a low of 20 mg/dl. The insulin pump will not be returned for analysis.